Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultrasmart meter was powering off during use. The complaint was classified based on the customer care advocate (cca) documentation, since the patient was unable to be reached by phone for additional information. The patient reported that the alleged power issue started at an unspecified time on (B)(6)2013. It is not known what medications, if any, the patient takes to manage her diabetes. It is also not known if the patient made any changes to her usual diabetes management regimen in response to the alleged power issue. The patient reported that the day after the issue started she developed symptoms of ¿nervous, sweating and diarrhea¿. The cca noted that the patient reported that a blood glucose was obtained with another device and a result of ¿less than 40 mg/dl¿ was obtained. The patient also claimed obtaining a blood glucose reading of ¿244 mg/dl¿ with a ¿true to go¿ meter on (B)(6) 2013. There was no mention of treatment for a low or high blood glucose excursion. At the time of troubleshooting, the cca noted that the subject meter¿s battery did not need to be replaced per the owner¿s booklet recommendation. The power issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter power issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.